Manufacturer narrative:
Additional batch numbers included 22119145, 23049070, 23029243. No product or photo was returned by the customer. The customer complaint of trifuse leaking around the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 22119145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. No product or photo was returned by the customer. The customer complaint of trifuse leaking around the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 23049070 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. No product or photo was returned by the customer. The customer complaint of trifuse leaking around the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No new information: material#: mz9273, lot#: unknown, 22119145, 23049070, 23029243. It was reported by the customer states that the trifuse is leaking around the filter. Verbatim: customer states that the trifuse is leaking around the filter. Additional info received 13-dec-2023: I know we recently had prior complaints about the product which was ref mz9270 affected lots are: 22119145, 23049070, 23029243. We have the affected product in bags for pick up if someone could swing by or send an address we can ship to. I was notified by your ip nurse corrie anderson on friday. I went ahead and started the pir. We should be able to add this information to the report and copy you into correspondence.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the verbatim: customer states that the trifuse is leaking around the filter.